Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had a steep and quick decline of battery voltage.th e ICD remains in use but will be closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1056 competitor implantable pacing lead (B)(6) 2004; 7002 competitor implantable tachy lead (B)(6) 2009; t50523h tissue valve (B)(6) 2001.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 88% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
The ICD was later explanted and replaced.